Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece measuring 35.7 / 43.5 / 43.9 cm (outer insulation / outer coil / inner insulation). Analysis was completed. The damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead was oversensing noise, which resulted in an inappropriate mode switch. The patient underwent extraction and replacement of the atrial lead, and the patient was stable.